Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The buttons were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The history shows a few triggered a2/e2 battery alarm/error message. The customer did not always solve this error message correctly. The a2 will occur if the battery is nearly empty. The e2 will occur if the battery is empty. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported, the infusion device would not turn on when he pressed any button and had stopped last night. Patient stated the infusion device did not alarm or display an error message. Patient reported inserting a new battery yesterday afternoon; no problem with the battery. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.